Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the kit grp a strep 30 test veritor the user visually read the test cartridge and perceived the result as positive, while the test cartridge reader gave a negative result for a patient sample. No health impact or consequence reported.

Event description:
It was reported when using the kit grp a strep 30 test veritor the user visually read the test cartridge and perceived the result as positive, while the test cartridge reader gave a negative result for a patient sample. No health impact or consequence reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This report has been determined to be a duplicate of report 3006948883-2024-00019.